Manufacturer narrative:
Device evaluated by manufacturer: unit returned in a generic plastic bag. The unit returned has the distal tip damaged, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device presents the delivery sheath damaged on the distal end impeding to deploy and retract the filterwire. Also, the wire was found exposed through sheath slit. Moreover, the spring tip is damaged (stretched and curvy). All the outer diameter (ods) and guidewire overall length taken were compared and all of them met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was further reported that the stent did not come into contact with the filter bag. The physician noticed that the filter bag was not fixed on the spinner tube and was partially separated from the system. The filter bag was removed with the system.

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).

Event description:
It was reported that the device fell off. A 190cm filterwire ez¿ was advanced distal to the target lesion inside the carotid artery. During procedure, upon passing a 10.0-37mm carotid wallstent¿, resistance was encountered as the angle between the carotid artery and aortic arch was small. It was then noted that the filter fell off. The stent was then removed from the patient and the filterwire was withdrawn through the retrieval sheath. The procedure was completed with another of the same devices. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent did not come into contact with the filter bag. The physician noticed that the filter bag was not fixed on the spinner tube and was partially separated from the system. The filter bag was removed with the system.